Manufacturer narrative:
This report is filed on march 7, 2016. Device not returned to manufacturer.

Event description:
Per the clinic, the device was explanted (date not reported) due to an infection at implant site. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report, march 7, 2016.

Manufacturer narrative:
Per the clinic, the date of explantation was (B)(6) 2016. The patient was implanted with a new device on the contralateral side during the same surgery. Re-implantation is planned for the explanted ear and subsequently, the electrode array was left insitu to preserve the cochlea.